Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the manufacturer representative was contacted by a physician who was concerned about an "lvad patient who had been admitted for a stroke." The manufacturer representative was told that the "stroke was ischemic" and was being asked about the "use of thrombolysis in these type of patients." It was stated that there was "no mention or suggestion of any equipment malfunction or of pump thrombosis." Patient was on anticoagulants and aspirin 100mg daily with a target inr of 2.5. The inr on admission is not known, but is suspected to have been therapeutic. A carotid echo was done with results that there was no evidence of device malfunction. It was stated since there was no pump thrombus suspected, no specific testing was done. Patient has a history of glycogen storage disease. The manufacturer representative sent the doctor a couple of journal articles regarding treatment of stroke in vad patient as well as the clinical guidelines. The doctor called the manufacturer representative back and advised that the patient had "not been administered thrombolysis but instead had been stented (not sure where but cerebral artery I believe)." It was stated that the patient had "regained some neuro function and was making a good recovery." The doctors at the hospital had also wanted to know about the use of "hyperbaric o2 therapy and were asking whether the lvad system could be used in a hyperbaric chamber." Manufacturer engineer advised the site that the system was not rated for use in this environment." It was also stated that the patient on (B)(6) 2015 was recovering and was able to speak and move her limbs and awaiting transfer back to her home town for rehabilitation. No additional information provided. Investigation is ongoing.